Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The patient was hospitalized for the event and treated with injection meropenem (1g, frequency and route not reported) and injection amikacin (125mg, frequency and route not reported). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.